Event description:
It was reported to boston scientific corporation in 2008, that an injection gold probe bipolar catheter was used during a homeostasis procedure three days prior. (Patient gender, age and weight unknown) according to the complaint, a gold probe was utilized to treat bleeding in the sigmoid colon. On introducing the prepared device through the scope and activating using a foot pedal, the device was found to be faulty. No current was able to be passed through the device. Connections were checked. The case was completed with another injection gold probe bipolar catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Disposed.